Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had absence of vibration. The customer's blood glucose was 167 mg/dl at the time of incident. The customer stated that the insulin pump did not vibrate during self test. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no vibration during self-test due to broken black wire on the vibrator motor. However, the insulin pump functioned properly during rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement and all the operating current test. No cosmetic damage was noted.